Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had bent infusion set cannulas and her blood glucose went as high as 570 mg/dl. The patient treated via manual insulin injection. Troubleshooting for her insulin pump was declined. No products were returned or replaced.